Event description:
It was reported that sample leakage occurred during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 100 separate occasions with lot# 0055148, however, the patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that it occurred blood leakage between tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 11 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for tnt leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0008711, medical device expiration date: 2020-10-31, device manufacture date: 2020-01-08. Medical device lot #: 0035619, medical device expiration date: 2020-11-30, device manufacture date: 2020-02-04. Medical device lot #: 2020-02-04, medical device expiration date: 2020-11-30, device manufacture date: 2020-02-24". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leakage occurred during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 100 separate occasions with lot# 0055148, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that it occurred blood leakage between tubes.